Manufacturer narrative:
H.10: livanova deutschland requested the claimed pump for further investigation and it was not made available by the hospital. The pump has been removed from service and will be scrapped directly by the customer. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 double head pump displayed an error alarm during procedure. There was no report of patient injury.